Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. It was discovered in surgery that the piece of ceramic coating broken off and it could not be found. No patient injury. Delay in surgery was 10 minutes.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. Rational: unfortunately, due to a lack of data, and without the product, we can not determine the exact cause. No CAPA is necessary.